Event description:
It was reported that myopotential oversensing was observed via egms. Programming changes were recommended. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that a possible connection issue may be the cause of the noise.